Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Unable to determine the cause of the event.

Event description:
It was reported that a cervical screw backed out approximately two months post op. No patient complications were reported.